Event description:
It was reported that during central processing, the 0-degree endoscope plus was not turning correctly. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, failure investigation still pending. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.